Event description:
It was reported when using the bd preset¿ abg syringe with luer-lok tip and attached needle the blood does not rise in the syringe. The following information was provided by the initial reporter. The customer stated: ¿arterial blood does not rise in the syringe repetitive incident¿.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: "material #: 364327; lot/batch #: 1274036. Bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and functional testing, each drawn with water, and no issues were observed relating to insufficient flow as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode insufficient blood flow. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends." H3 other text : see h.10.

Event description:
It was reported when using the bd preset¿ abg syringe with luer-lok tip and attached needle the blood does not rise in the syringe. The following information was provided by the initial reporter. The customer stated: ¿arterial blood does not rise in the syringe repetitive incident.¿